Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and difficult to remove from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty to position or remove the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the left anterior descending artery, the 2.5 x 15 mm trek dilatation catheter was advanced over the prowater guide wire and resistance was noted. The trek was then removed with difficulty; however, the prowater guide wire was able to be used during the rest of the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.